Event description:
The device was returned due to pneumatic valve leak failure (valve 3). Upon return, the device started up with no errors. Performed mock infusion with no errors. Performed recharge/hardware tests and unit passed. Valve 3 tested ok. No other damage found.

Event description:
The following has been reported: biomed reported: "pump problem" service request form. The pump has been cleaned, and multiple cassettes has been used to trouble shoot pump, patient harm: unknown. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 3). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.